Event description:
A non-sterile cement package was opened in the sterile field contaminating the sterile cement solution.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.